Manufacturer narrative:
The customer was shipped a new purely yours breast pump and a/c adapter on (B)(4) 2014. To date, the products have not been returned. A certified letter was sent to the customer on 08/29/2014 requesting the return of the pump with the reported issue.

Event description:
On (B)(6) 2014, the customer contacted ameda via email. She wrote, "the motor seems to be malfunctioning and when I insert batteries, it works for a couple of minutes and then the batteries leak". During a f/u phone conversation later that same day, the customer stated that the batteries were leaking a black fluid. After changing to a different set of batteries, the same thing would happen after a couple of days. The customer stated that the a/c adapter is not working. The customer stated that no injury occurred.